Event description:
It was reported that when passing the suture through tissue it was noticed that it was split into two pieces. Another suture was needed. There was no consequence to the pt and only a 2-3 minute delay in the procedure.